Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned tibial articular surface provisional (tasp) has fractured on the medial side of the post. The complaint is considered confirmed as the returned tasp was fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age and the DHR review. Review of the device history record and receiving inspection reports for [(B)(4)] identified no deviations or anomalies. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during the trialing process of a knee arthroplasty, the provisional fractured.